Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
The patient started going through withdrawals in (B)(6) 2014; the patient had flu-like symptoms. The patient was taken to surgery on the date of this report. Cerebrospinal fluid (csf) was collected at the pump pocket. The catheter had a break/fracture in the proximal segment at the pocket. The spinal side of the catheter was still intrathecal, so a new proximal catheter was spliced to the existing catheter. The pump was also replaced. The patient status was reported as ¿alive-no injury¿. The patient was receiving effective therapy after the procedure. The device system was delivering morphine.